Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what specific lot number of surgicel was used during the procedure? ¿no information. How much surgicel was used during the procedure? ¿no information. Was the surgicel product left in place? ¿yes, it was. Were there any complications during the procedure? ¿no information. What was the patient¿s past medical history/underlying medical condition? ¿no information. Any other relevant patient history/concomitant medications? ¿no information.

Event description:
It was reported that the patient underwent a femoral-femoral bypass procedure on unknown date and the absorbable hemostat was used for blood stanching. After the procedure, the patient experienced swelling of the both sides of the inguinal area and a large volume of yellow/brown infiltrate fluid, in which the absorbable hemostat seemed to be dissolved, came out from the affected area. It was also reported that the fluid was extracted for a week and swelling went down. The surgeon opined that the infiltrate fluid was probably caused by foreign body reaction due to insertion of the absorbable hemostat. The absorbable hemostat was left in place. The event did not result in infection and the symptom has been resolved. There is no further treatment scheduled. Currently the patient visits the hospital for check- up.